Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck when trying to issue medication. A technical support specialist (tss) remoted into the machine and observed that the user was attempting to issue a non-profile item, but the process was stuck on the screen. The machine was rebooted, and the populate button and zones were checked for errors, with none found. The user was then instructed to repeat the action, and the item was issued successfully without any errors or screen freeze. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 screen froze after the user logged in and attempted to issue medication. The user became stuck on the screen with no way to navigate or exit. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.